Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No moisture damage on electronics noted. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 320 mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.